Event description:
In 2009, the patient was implanted with the gore excluder aaa endoprosthesis. Post operatively, the patient presented with left limb pain and a fem-fem crossover was performed. The following month, the computed tomography angiography revealed the proximal portion of the graft (trunk-ipsilateral leg component) was compressed and an ax-fem bypass was performed. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met pre-release specs. Add'l info along with images of the event were requested. "Further info is going to be conducted". Also was implanted pxc141200.